Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed. The damaged bloodline was due to the mechanical failure on the blood pump rotor and was caused by the rotor and the guide pin puncturing the bloodline.

Event description:
A user facility biomedical technician (bmt) reported the newer rotor roller plastic guide tabs are coming loose and cutting the tubing during dialysis treatment. There was no harm to the patient, but the staff was not able to return the blood to the patient. The estimated blood loss was about 100ml. The patient was transferred to another machine to complete treatment. The bmt was advised to replace the blood pump rotor and to return the defective blood pump rotor. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor roller plastic guides of the machine, a fresenius 2008t machine, were coming loose and slit open the blood pump tubing, causing a blood leak to occur during a patient's hemodialysis treatment the blood pump rotor of the machine, a fresenius 2008t machine, cut the blood pump tubing and caused a blood leak to occur. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. Per bmt the machine has been removed from service pending receipt and replacement of the replacement rotor. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported the newer rotor roller plastic guide tabs are coming loose and cutting the tubing during dialysis treatment. There was no harm to the patient, but the staff was not able to return the blood to the patient. The estimated blood loss was about 100ml. The patient was transferred to another machine to complete treatment. The bmt was advised to replace the blood pump rotor and to return the defective blood pump rotor. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor roller plastic guides of the machine, a fresenius 2008t machine, were coming loose and slit open the blood pump tubing, causing a blood leak to occur during a patient's hemodialysis treatment the blood pump rotor of the machine, a fresenius 2008t machine, cut the blood pump tubing and caused a blood leak to occur. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. Per bmt the machine has been removed from service pending receipt and replacement of the replacement rotor. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.